Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that vitreous was coming out of the female patient's eye so a vitrectomy was performed after an intraocular lens, model zcb00, was removed. There was no incision enlargement, no patient injury post-op. A three piece lens (no lens info) was used as a replacement lens. Patient reported as fine post op. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection with 10x microscope magnification shows the lens was returned cut in two pieces. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to lens removal process. Due to the condition of the lens, further analysis was not possible. The event reported as ¿capsule tear¿ could not be verified in the returned product. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no discrepancies found during the mrr (manufacturing record review). There were no associated deviation or non-conformity report found. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.